Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. (B)(4). Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open orange (+5v) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving a (B)(4).